Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the united states indicating that the device had "hose damaged." It is known that the device was not used in surgery. It is not known if patient/user injuries or medical intervention occurred. The date of the event is unknown. There was no additional information provided.